Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing low blood glucose (bg) levels in the morning, 60 mg/dl. Contact stated that customer is believed to be going through a growth spurt. The customer corrected the low bg level by eating breakfast. Later that day the customer experienced elevated bg level however, no specific value was given. The customer did not account for the carbohydrates consumed to address low bg level that morning. The customer administered a bolus via the pump to address high bg level. A recommendation was made by tandem technical support for the custom to contact the health care provider in regards to blood glucose issues.